Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call a hospitalization due to low blood glucose. The blood glucose reading was 45 mg/dl. The customer reported that the threshold suspend feature did not come on. The customer had passed out and was unsure of the cause of the low blood glucose. No product will be returned.